Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter had been clogging and not draining urine on a few of their patients. The catheter was not able to be irrigated, some of the catheters were clogged and patient had started to enter into renal failure. No medical intervention was reported. Per follow up on 22feb2021, stated these foley catheters were not draining properly, there was resistance with irrigation on the 14fr foley. It had happened with male and female patients. Also customer think of 6 patients over the past 3 months of so that have had foleys clog and warrant an exchange of the catheter. And customer did not had lot number for these packages and unfortunately it was happened 2-3 days after the catheter had been in place so they did not save the product. Stated two of the patients are covid patients, so not sure if that had anything to do with them clogging. Nothing further was needed for the patient who developed renal failure, once the foley was exchanged, urine output increased and patient condition improved. Also customer asked the staff to kept the foley and place a safety event in our reporting system to track these. No medical intervention was reported.

Event description:
It was reported that the foley catheter had been clogging and not draining urine on few of their patients. The catheter was not able to be irrigated, some of the catheters were clogged and patient had started to enter into renal failure. No medical intervention was reported. Per follow up on 22feb2021, stated these foley catheters were not draining properly, there was resistance with irrigation on the 14fr foley. It had happened with male and female patients. Also customer think of 6 patients over the past 3 months had foleys clog and warrant an exchange of the catheter. And customer did not had lot number for these packages and unfortunately it was happened 2-3 days after the catheter had been in place, so they did not save the product. Stated two of the patients are covid patients, so not sure if that had anything to do with them for clogging. Nothing further was needed for the patient who developed renal failure, once the foley was exchanged, urine output increased and patient condition has improved. Also customer asked the staff to keep the foley and place a safety event in our reporting system to track these. No medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "blocked by clots, etc. - tubing design (lumen ID undersized) - lumen wall thickness undersized - inadequate material selection - lumen collapse - foreign matter in lumen kinked or pinched shaft". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.